Event description:
It was reported that a pt underwent a revision surgery to remove and replace a fractured rod. No pt complications were reported.

Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. Unable to determine the cause of the event.